Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown, product type software. Product ID hh9020tdd serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, fentanyl and bupivacaine via an implantable pump for laminectomy syndrome and spinal pain use. The patient reported that it takes 10 minutes to deliver a bolus, and the patient confirmed the connection lags at 90%. Boluses 6 per day. When asked event date the patient stated ¿forever¿, the whole last year. The agent walked the patient through clearing data and the patient would monitor the issue and call back if needed.